Manufacturer narrative:
There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from the home therapy nurse (htn) of a 71-year-old male patient with a medical history including multiple comorbidities and end stage renal disease, who stated the patient's needle dislodged during a home hemodialysis treatment on (B)(6) 2025. Emergency medical services (ems) were called, and the patient was transfused. Additional information was received on 08 sep 2025 from the home therapy nurse (htn) who stated that the patient was admitted to hospital from (B)(6) 2025. While admitted, the patient received 2 units of packed red blood cells (prbc). Upon discharge, the patient has recovered without sequelae and will resume incenter hemodialysis.